Manufacturer narrative:
Requesting pump error 53 (file number = 51854; line number = 22537) analysis. "Traces start from (B)(6) 2023 15:14:49 and do not contain fault 53; ended (B)(6) 2023 17:29:30 after user removed battery (but without safe shutdown). Pump error log doesn't contain any issue. History contains two software error (53) events, which happened 03/05/2023 01:30:44 and (B)(6) 2023 01:25:36. Both of them have incorrect file/line numbers, which is typical for cpu exception. These was one more software error (53) event triggered (B)(6) 2023 01:35:00 by function nm_annunciatenow file nm_task.c that is just a 10 min annunciate (as fault 53 happened at 01:25:36 was not cleared yet)." S/w version 6.7v. Retainer ring = black. Case type = ngp. Customer returned pump for an alleged frozen screen and pump error 53 found on (B)(6) 2023. The pump passed the displacement test, active current test, sleep current test and self test. No frozen screen and pump error 53 noted during testing. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump error 53 was present in the history download on (B)(6) 2023 01:30:44.000 (esf#3926736; file number: 51854; line number: 22537). Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2, force sensor and motor home switch. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, stained keypad overlay and pillowing keypad overlay. Frozen screen was not confirmed. Pump error 53 was confirmed due to hardware error. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the ngp 780 insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states the patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received a software error detected (pump error 53). No harm requiring medical intervention was reported. Troubleshooting was performed and found that the insulin pump was not frozen for more than 2 hours. The customer will discontinue using the insulin pump and will be returned for analysis.